Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump multiple insulin pump error alarms. The customer's blood glucose levels were 8 mmol/l at the time of the incident. Troubleshooting was provided for the insulin pump error alarms. The alarm was able to be cleared. One of the alarms reoccurred after troubleshooting. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no post-reset ram crc alarm alarms were noted. No unexpected motor error noted. Motor was tested outside device and passed.